Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: the generator was dropped and then used during a surgical procedure. During the procedure, the surgical tech reported a burning feeling while holding a clamp while the surgeon was using the plasmablade. There was no harm to the patient. Investigation conclusion: the reported issue was not confirmed. The device and the complaint lab generator function as intended with no failures upon connection or activation and met product specifications for electrical continuity. There was no evidence of the device heating up while activating during complaint investigation. The allegation of user injury could not be replicated in the laboratory environment. The two staff members were females in their 50's; no other information was provided. Patient and staff information incomplete and missing information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, the surgeon was touching the plasmablade device to a metal clamp that was being held by or staff members. Two staff members reported pin size burns on "there" hands where the clamp was being held. The degree is unknown. No further details or interventions were provided. There was no adverse effect to the patient reported.